Event description:
No additional information provided.

Manufacturer narrative:
Lot number was originally provided by the customer during complaint intake, but this information was not included in the original filing. Since no sample was available for return and no pictures were retained, the defect reported by the customer could not be confirmed. The cause of this defect is presumed to be leakage resulting from uncertain external forces applied to the product. The factory has initiated CAPA to conduct a systematic investigation into previous leakage complaints. From CAPA investigation. The analysis was conducted using the fishbone diagram method to investigate and analyze the causes. The investigation was carried out from five aspects: personnel, machinery, materials, methods, and environment. Man: there are 9 operators involved in the processes, all have training records and qualification certificates. Refer to attachment 1 and attachment 2. Machine: (1) checked transfer line in package process, found that when the placement position of the product is offset, the vacuum cup will press the plunge rod, and then the product will leak. Photo refer to attachment 3. (2) when the product is in the cross position, the diverter moved at the same time. The production may leak. Detail refer to attachment 3. (3) checked prl process, found that when the scroll had misalignment with the star wheel, the product will skip out and then be squeezed. Detail refer to attachment 3. Material: (1) checked fai of barrel, all material batches meet the inspection requirements. Detail refer to attachment 3. (2) checked incoming inspection records of stoppers, all incoming material batches meet the inspection requirements. Detail refer to attachment 3. Method: the transportation and drop test experiments have been completed, and the results meet the technical requirements. Detail refer to attachment 4. Environment: checked the temperature records of the packaging area and the finished product warehouse area during the complaint manufacturing period, and the actual temperatures all met the requirements of 15 to 25 degrees c. Detail refer to attachment 3.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml saline fill china sp had leakage. The following information was provided by the initial reporter: when using the flushing and sealing tube for the patient, leakage occurred at the tail end. The sample cannot be returned, photographs cannot be provided, a green claim is required, a complaint response letter is needed, and a complaint receipt letter is required.